Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced power on reset (por) at interrogation. The device worked fine, and the values were still available despite no longevity estimation being available. The device remains inuse with continued follow-up. It was also reported that the right atrial (ra) lead exhibited unstable thresholds with intermittent exit block. The lead remains in use. No patient complications have been reported as a result of this event.